Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced blood exposure/splash and a blood control feature that would not work. The following information was provided by the initial reporter: material no: 382523 batch no: 0169672 valve on iagbc was not functioning. Blood leakage event happen during installation, no one was arm. Pt had a second piv inserted.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced blood exposure/splash and a blood control feature that would not work. The following information was provided by the initial reporter: material no: 382523 batch no: 0169672 valve on iagbc was not functioning. Blood leakage event happen during installation, no one was arm. Pt had a second piv inserted.

Manufacturer narrative:
The following fields were updated due to additional information: concomitant product: device available for eval yes, concomitant product: returned to manufacturer on: 2020-11-23. Our quality engineer inspected the samples submitted for evaluation. Bd received three unopened units from ref. 382523, lot 0169672. Through visual/microscopic examination, the units revealed no signs of damage. A leak test was performed and all three units passed. Bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation summary h3 other text : see h.10.